Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the wire was threaded, met resistance with catheter deployment, following/during retraction catheter sheered and had to be retrieved. Additional event information received from contact at facility stated, "attempted to start a midline in the left upper arm. I confirmed placement by seeing the tip of the midline in the middle of the vein. I inserted the guide wire and the insertion felt ¿tough¿ but it inserted in all of the way. I went to thread the catheter and it wouldn¿t thread. I retracted the catheter back and it wouldn¿t pull back all of the way. Then I recognized that the tip of the catheter was stuck inside of the patients skin. I then had to see if the guide wire would pull back because it should have been retracted second to the already inserted catheter. The guide wire pulled back but the catheter was still stuck. The doctor presented at the beside and decided to just pull the catheter apart. Taking a look at the catheter after he retrieved it, it appears that the catheter was sheared somehow."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a sheared catheter was inconclusive because no sample was returned to vad for evaluation. Based on the description of the reported event, possible contributing factors include retraction of the catheter against the needle bevel; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. The product IFU states, ¿warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter." No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the wire was threaded, met resistance with catheter deployment, following/during retraction catheter sheered and had to be retrieved. Additional event information received from contact at facility stated, "attempted to start a midline in the left upper arm. I confirmed placement by seeing the tip of the midline in the middle of the vein. I inserted the guide wire and the insertion felt ¿tough¿ but it inserted in all of the way. I went to thread the catheter and it wouldn¿t thread. I retracted the catheter back and it wouldn¿t pull back all of the way. Then I recognized that the tip of the catheter was stuck inside of the patients skin. I then had to see if the guide wire would pull back because it should have been retracted second to the already inserted catheter. The guide wire pulled back but the catheter was still stuck. The doctor presented at the beside and decided to just pull the catheter apart. Taking a look at the catheter after he retrieved it, it appears that the catheter was sheared somehow."